Manufacturer narrative:
(B)(4). Investigation results: a visual evaluation of the complaint device revealed no visible issues on the alliance syringe. A functional test was performed by applying 6 atm of pressure; however, the gauge needle stayed at 0 atm. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an endoscopic esophageal dilation procedure performed on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe; however, when pressure was applied, a leak was noted on the alliance syringe. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. Investigation results revealed that the gauge needle did not move during testing and remained at 0 atm. Therefore this is now a 30-day MDR reportable event.